Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, episodes of atrial lead noise was observed. It was also noted that hundreds of episodes were not stored due the patient having an old device that is not capable of storing a lot of episodes. There are no patient consequences and the patient will continue to be monitored.